Event description:
During a ptca procedure, the quantum maverick monorail catheter broke. While trying to cross a calcified lesion in the tortuous circumflex, the quantum maverick monorial catheter broke in half outside of the pt. The catheter was removed and another of the same device was successfully used to complete the procedure. No pt injuries or complications were reported. Pt status is listed as "okay".